Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer had poor battery contacts, and would not register a battery voltage with a fresh battery installed. The analyzer was returned to apoc and routine failure analysis revealed a burnt capacitor. The burnt capacitor was discovered on (B)(6) 2011. Based on the information available at the time, there was no injury associated with the event.